Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient was implanted with gore® excluder® conformable aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported that the patient was admitted emergently with a ruptured abdominal aortic aneurysm. Final angiogram also revealed a distal type I endoleak coming from the right implanted contralateral leg endoprosthesis. One unit of blood was given during the procedure due to the ruptured aneurysm upon patient¿s hospital arrival. Reportedly, the final angiography images were poor quality due to the patient¿s obesity. Both a proximal type I and a distal type I endoleak remained. On (B)(6) 2024, there was a reintervention to repair the unresolved endoleaks from the procedure on (B)(6) 2024. The physician planned a physician modified endograft (pmeg) procedure. A gore® excluder® iliac branch endoprostheses (ibe) was implanted to treat the distal type I endoleak on the right limb side. The endoleak was resolved. The patient tolerated the reintervention.